Event description:
An altitude alarm was reported, which caused the customer's blood glucose level to rise to 300 mg/dl. The customer took corrective action by administering a correction bolus via the pump, and no third-party assistance was required. It was noted that residue buildup might trigger such alarms, and tips were provided to prevent future occurrences. The customer acknowledged these tips and resumed insulin therapy with the original cartridge, resolving the issue.